Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected ramping or scrollbar moving during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the numbers on the screen of the insulin pump started scrolling on their own. Blood glucose value is 309 mg/dl; customer contacted her doctor. Nothing further reported.